Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced pain at the ipg site. CT scan revealed that a major nerve is compressed, which is the causing the pain and swelling. As a result, surgical intervention is pending to address the issue.

Event description:
It was reported that patient underwent surgical intervention on (B)(6) 2019 where in the ipg was relocated. Issue resolved post operatively.